Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptomatic bradycardia. The physician suspected a device malfunction as the patient's heart rate was below the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.